Event description:
Cadd ms3 pump has a black line through the display through the rate which cannot be cleared and is causing a safety issue for the pt to confirm correct pump rate. Dose or amount: 0.042ml/hr. Frequency: continuous. Route: sq: dates of use: (B)(6) 2015 to continuing. Diagnosis or reason for use: pah.